Manufacturer narrative:
(B)(4). Other devices used: catalog #42527900301, persona articular surface provisional shim, lot #62712665. This report will be amended when our investigation is complete.

Event description:
It is reported that the shims were found to be missing the ball bearings.

Manufacturer narrative:
Visual inspection of tasp shims, 11mm cd and 12mm gh confirmed that both the ball bearings and springs of the detached ball bearings were missing. Slight evidence of deformation of the swage in the distal/proximal direction was present. The anterior and posterior surface of the devices were scuffed. These devices are used for treatment. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.